Event description:
A pt underwent an endoscopic retrograde cholangiopancreatography with sphincterotomy and stone extraction for abdominal pain and jaundice. An ultratome was passed over a guide wire into the bile duct to cut a sphincterotomy. Initial attempts at sphincterotomy were unsuccessful because of a failed wire. Ultratome was switched out and a new sphincterotome was used.